Manufacturer narrative:
The returned lead was checked visually, electrically, and mechanically. During the visual inspection, multiple signs of abrasion were observed along the lead. Especially in the distal part of the lead, the insulation was damaged due to fraying, and the rope conductor to the ring electrode was interrupted. These damages were most likely the cause for the reported inadequate shock deliveries. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Considerable lead movement should be considered as the cause. Further influence factors to be taken into account are the ingrowth behavior of the lead in the distal area, the individual anatomy, and increased physical activity of the patient, especially involving the upper body. Furthermore, extraction damages were detected during the analysis. The rope conductor to the rv shock coil was visibly coiled in the proximal area of the lead. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that this lead was explanted approximately 24 months after implantation. The patient received inappropriate shocks a few days after a mammography, during which she had to stretch the thoracic region for the examination. During surgery, the patient showed a ventricular fibrillation episode terminated by the device.